Manufacturer narrative:
(B)(4). The field service representative (fsr), replaced the yellow level detector. During laboratory analysis, the product surveillance technician (pst) observed level sensor to produce a ¿venlevel not attached¿ error message on central control monitor (ccm). Membrane erosion is the likely cause of the error message. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the level detector did not operate on the thin side of the test fixture. It did operate on the thick side and it recognized when it was not attached. There was no patient involvement.